Event description:
Customer reported an error with their continuous glucose monitor that resulted in error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and guided the customer through the process, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.